Event description:
The customer reported that the insulin pump had a button error alarm. The customer stated that the insulin pump may have been exposed to sweat in his pocket. Blood glucose level at the time of the incident was 60 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked belt clip slot, case cracked at the display window corner, minor scratched lcd window, cracked lcd, and scratched reservoir tube window.